Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty. I received a depuy pinnacle sector ii cup size 50 mm, a summit femoral stem size 5 standard offset, a pinnacle metal insert 36 mm x 50 mm neutral, and an articul/eze metal on metal femoral head, 36 mm -2 femoral head. Soon after surgery, I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also have difficulty walking. I am unable to perform basic tasks, such as putting on my socks. Date of use: (B)(6) 2009 to present. Diagnosis or reason for use: osteoarthritis.